Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of "noise resulted in over-sensing" was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
New information received indicates that the issue was observed during follow up visit in clinic. Noise in right atrial (ra) lead was likely due to excessive patient movement. It was noted that the noise resulted in over-sensing which resulted in inappropriate mode switch.